Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. At the time of this report, the patient had stopped performing pd therapy and was switched to hemodialysis. No additional information is available.